Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation the battery charger was unable to power up due to a damaged power supply connector. The connector pins were recessed. The root cause for the recessed pins could not be positively identified but was likely excessive force. No adverse event resulted from the recessed pins. The pt received a replacement battery charger/modem.

Event description:
The husband of a female pt reported to zoll customer support that the pt's battery charger had a damaged cable. The pt was issued a replacement battery charger/modem.